Manufacturer narrative:
(B)(4). This is a report of use error, where the patient initiated therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time the air was observed. During troubleshooting, it was determined that the patient had initiated therapy before connecting and then connected afterwards. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.